Event description:
The customer stated he was hospitalized for low blood glucose. The customer did not know what his blood glucose reading was at the time and also did now know why his blood glucose levels went low. The customer stated he reported the incident to his medical doctor and the basal rates were adjusted. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.